Manufacturer narrative:
Product analysis the device was returned and analyzed. Visual examination of the connector noted no anomalies. At prelim2 the device was interrogated and showed that gray bar has recovered. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two implantable cardioverter defibrillators (ICD) were interrogated prior to implant. Both devices showed a gray bar for longevity estimate. Neither device was implanted. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.